Manufacturer narrative:
(B)(4).

Event description:
It was reproted "when the central venous catheter was used to release the pleural effusion, it was found that the drainage was not smooth, and the pleural effusion was drained smoothly after the catheter was flushed with saline. There was no effect on the patient." The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reproted "when the central venous catheter was used to release the pleural effusion, it was found that the drainage was not smooth, and the pleural effusion was drained smoothly after the catheter was flushed with saline. There was no effect on the patient." The patients current condition is reported as "fine".